Event description:
It is reported that after the positioning of the probe required for major trauma, and having filled it with only 10ml the pressure indicator broke. It was impossible to inflate the retention balloon. It is also reported that the digital exam was performed prior to insertion which showed no fistulas or hemorrhoids. A new device was inserted resulting in no damage or problem caused to the patient. Lastly, current status of the patient is reported as "currently the patient admitted is in the hospital". It is reported that the issue occurred immediately after the first inflation.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of the event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.